Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen performed poorly and, after removal of a screen protector, a cracked screen was identified and documented with a photo; the device was deemed nonfunctional for reliable use, and a replacement was arranged with counseling that water resistance was compromised and that backup therapy should be available. Symptoms included no adverse physiological effects and blood glucose remained unaffected. Outcomes included replacement of the device and continued cgm data reception through the mobile app, with instructions provided to sync data and shut down the device before return. Investigation included review of user reports, visual evidence of screen damage, and confirmation that a replacement unit was shipped and inspection of the returned device. Investigation of this device revealed physical damage to the display assembly consistent with screen fracture, which impaired touchscreen function. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.